Event description:
Pt tested on the suspect device with an inr result of >8.0. Lab inr was 4.66. No treatment alleged. Controls were in range. The reporter declined to have the device replaced because controls were in range the proficieny testing had passed.